Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. During the procedure, the suture detached from the needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling or during use on the patient)? Please specify no further information is available. Additional information was requested and the following was obtained: device return status: qty to be returned: 1 - 0. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported in: 2210968-2022-00916.